Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "while using this c1 on a patient, the messages "technical event: 246005" and "ventilation interrupted" were displayed, and the alarm kept sounding. The hospital staff immediately replaced it with another ventilator, so the patient was not harmed." No health consequences or impact.

Manufacturer narrative:
Investigation outcome: a technical event 246005 (alarm monitor defect), occurred. This indicates a malfunction within the alarm monitoring system. Simultaneously, three technical fault codes were recorded, signaling multiple faults within the device. The investigation considered various hardware components as potential causes, including the blower module, the blower driver stage on the driver board, and the alarm monitor section of the control board. Because the first critical error detected was related to the alarm monitor, the control board was identified as the most probable source of the malfunction. To resolve the issue, the control board was replaced. Following this corrective action, the device returned to normal function, confirming that the control board defect was indeed the root cause of the reported failure. This case is considered as closed.